Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin use. The customer also stated they use humalog brand insulin and sometimes use supplies to 3 days, tandem technical support informed the customer supplies should be changed every 48 hours when using humalog insulin, and the customer acknowledged this guidance.